Event description:
The manufacturer received information alleging a ventilator's internal battery was not working. The device was not in pt use.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, "service required" codes were found in the ventilator's downloaded error log. The device's internal history and sensor board were replaced to address the issues.